Event description:
The international customer reported the ventilator alarmed low o2 supply. The customer reported there was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.